Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver shutdown unexpectedly. No additional event or patient information is available. The receiver has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver failed to charge and reboot. The receiver did not turn on. The battery was replaced with a known good battery and the receiver turned on. The receiver log was downloaded using the known good battery, the data contains no issues related to complaint. Functional testing was unable to be performed. The reported event of unexpected receiver shutdown was not confirmed. The root cause could not be determined.